Manufacturer narrative:
Additional information was provided by the fcs that indicated the physician had experienced resistance with the 28f dilator upon insertion addition, there was nothing abnormal noticed while inspecting the sheath prior to use.

Manufacturer narrative:
Correction: device was not implanted - date to be removed

Event description:
As reported by the edwards field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, upon removal of the 28f dilator, a rupture was noted at the left common iliac artery. In order to repair the dissection, the physician inserted a 46mm reliant balloon through a 14f sheath via the right common femoral artery. The balloon was inflated in the abdominal aorta to occlude flow to the iliac arteries, however, it was later discovered that an abdominal aortic aneurysm measuring 3.8cm had ruptured from the occlusion balloon. There was an attempt to place a stent graft but this was unsuccessful. The patient eventually expired due to the excess loss of blood.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by at the site; however, per report, there was no device malfunction. A device history review (DHR) for the dilator kit was performed and all manufacturers' specifications were met prior to release for distribution. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. This may be due to excessive calcification, tortuosity, and/or small vessel diameter. When difficulty is encountered inserting/advancing the dilator, it is routine to troubleshoot. This may require exchange of the device over a guide wire; however, this can be performed with minimal delay in treatment and little risk to the patient. In this case, the physician attempted to dilate the vessel in order to allow safe passage of the device which resulted in the vessel rupture. Per the instructions for use (IFU) and the patient screening manual, the dilator kit is contraindicated for tortuous or calcified vessels that would prevent safe entry of a dilator. Additionally the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the patient was reported to have mild vessel calcification and mild vessel tortuosity though the reported vessel size was 8-8.5mm with reported mild calcification and tortuosity. The exact cause for the reported rupture cannot be confirmed; however, it was likely related to vessel characteristics (borderline size) that were not amenable to insertion of the 28fr dilator. No corrective or preventive actions are required at this time.